Manufacturer narrative:
The event occurred in (B)(6). Occupation: occupation ni equals lays user / patient.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4) from multiple lots of test strips compared to an unknown laboratory method. This medwatch will cover strip lot 32264115. Please refer to the medwatch with patient identifier (B)(6) for information on strip lot 30497421. On (B)(6) 2018 the meter result was 4.7 inr and the laboratory result at the same time was 2.8 inr. On (B)(6) 2018 the meter result was 3.3 inr and the laboratory result at the same time was 2.5 inr. There was no allegation of an adverse event. Corresponding retention test strips (lot 322641 & 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in the scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.